Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# (B)(4) product type programmer, patient product ID 977a260 lot# serial# (B)(4) product type lead product ID 977a260 lot# serial# (B)(4) product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-jan-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 11-jan-2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The pt was still not getting pain relief. They stated they met with a manufacturer representative (rep) on wednesday, (B)(6) 2022 and had reprogramming done. They are in the process of trying the new programming for a few days and then will contact the rep to let them know if it is working or not for them. Additional information received. On tuesday afternoon it was discovered during an epidural injection that the patient¿s perc lead was not in the epidural space. The physician discussed this with ms. Moor and he gave her the option to have a lead revision done. I have since spoken to ms. Moor and she is thinking about it currently. She has not made a decision yet.